Event description:
It was reported that the customer was receiving no delivery alarms on his insulin pump and his blood glucose was 433 mg/dl. During a fixed prime, insulin exited and the insulin pump alarmed no delivery. Insulin exited the tubing with a manual plunger push, after the reservoir was removed. Following reinsertion of the reservoir, a no delivery alarm was received during manual priming. The customer was then advised to assemble a new infusion set and reservoir and perform a manual prime. Insulin exited. It was found the insulin pump was working as designed and the alarm was caused by a set or reservoir occlusion.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).